Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient's stimulator was not working right.&#55305;t was later clarified that the patient programmer was not working and the implant was turned off because of this. The patient was about ready to have the implantable neurostimulator (ins) taken out because she had gone to the health care professional (hcp) several times already.&#55316;he patient noted that she could not find the patient programmer, therefore troubleshooting was not performed. A couple months later, the consumer reported that it looks like the device/therapy has possibly affected their kidneys and the healthcare professional wants to get more diagnostics done as it has been a long time. It was reported that they are going to be removing their stimulator device sometime in (B)(6) 2015 but hasn't been given an official date. Since the patient's second implantable neurostimulator (ins), the patient had constantly felt the stimulation sensation hitting their vagina and kidney area on the left side where the ins was located. Kidney issues were reported by the patient. It was reported that the patient was urinating 12 times a day since (B)(6) 2015. The patient reported that they turned off stimulation in (B)(6) 2015. The patient worked with multiple manufacturer representatives numerous times to reprogram the stimulator and then turned it down to next to nothing because the sensation seemed to move tremendously when the patient laid down. Relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.